Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the excessive no delivery alarm test due to a bleeding lcd glass anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the displacement test due to the cracked display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother stated that the pump was not delivering. Customer does not know what led up to the cracks under the lcd screen but it has 2 black lines going through it. Customer cannot read the pump screen and has also received a no delivery alarm. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan. Caller decided to bypass the no delivery troubleshooting.